Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on one of the unused lines and from the pin on the patient line (pl) during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 5 of treatment prior to and after the leak. The patient stated that the pin on the pl came out of the casing on the pl and was leaking out of the back where the button would be. The patient contact confirmed the pin was on the floor. The patient was advised to re-setup with all new supplies. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on one of the unused lines and from the pin on the patient line (pl) during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 5 of treatment prior to and after the leak. The patient stated that the pin on the pl came out of the casing on the pl and was leaking out of the back where the button would be. The patient contact confirmed the pin was on the floor. The patient was advised to re-setup with all new supplies. Additional information was requested, however to date has not been provided.